Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2011 and mesh and was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with tlh- bilateral salpingo-oophorectomy with complete bilateral pelvic and periaortic lymph node dissections, and cystoscopy, due to grade 2 endometrial adenocarcinoma, stress urinary incontinence, cystocele, and rectocele.

Manufacturer narrative:
Additional narrative: it was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with tlh/bso with complete bilateral pelvic and periaortic lymph node dissection with da vinci robot posterior colporrhaphy with mesh graft ; due to sui, retrovaginal prolapse , cystocele and rectocele additional surgeon: dr. (B)(6).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2013-04393. The same patient is represented in each medwatch.